Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 11-dec-2011, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving sufentanil (330 mcg/ml at 15.86 mcg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient was referred for a pump replacement. Per the referring office, the pump was completely dry when residual was expected at time of pump refills. The referring physician requested the pump be completely replaced. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. During surgery, the old pump was replaced with the new pump. 18 ml of drug was removed from old pump. Upon connection of new pump to the sutureless pump segment, fluid was noted to be leaking around connector site so the catheter was revised and a new pump connector piece was placed. Catheter aspirated successfully after catheter revision and new pump implanted. It was noted the issue was resolved. The patient's weight was unknown and the pump will be returned for analysis.

Manufacturer narrative:
Visual inspection identified some slight damage to the septum with no leaking seen during analysis product ID 8596sc lot# serial# (B)(4) implanted: (B)(6)2010 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.